Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower extremity pain. After implanting the device, the patient experienced swelling and appearance of blistering at the implant site. Two separate blood cultures were performed and returned negative for any infection. On (B)(6) 2026 a surgical procedure was performed with the intention of removing the implantable pulse generator (ipg) from its original location and relocating to a new position due to ongoing healing issues. Upon opening the site to remove the implant the physician noted the presence of a fluid at the site. Believing the fluid to be related to infection, the physician elected to fully explant the system and allow the site to heal. All components were fully removed with no fragments left.

Manufacturer narrative:
Although 2 separate blood cultures returned negative results, the physician believed there to be infection present at the implant site and elected to explant the system. Review of applicable device history records found no evidence of any deviations or nonconformances with the device packaging and sterilization process. Infection and poor wound healing are known inherent risks of surgical procedures.